Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the hospital for an induction test, externalized conductors were observed. Two inductions were performed successfully. The patient is doing fine and will continue to be monitored.